Event description:
We could not start the novasure. It did not pass the test. We tried 4 times and then used a new product. The failed product had patient contact but no patient harm. Manufacturer response for novasure with suresound kit, (brand not provided) (per site reporter): vendor to send kit to return the product to manufacturer.